Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failureadditional text: insulation pulled away from connector to controllerspecific component(s) involved: driveline malfunctionadditional text: driveline insulation disconnected from connector to controllerother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : attach clam shell to drive lineimplant device type: lvadmalfunction device type: